Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: a 5086mri58 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient was presented to the emergency department for shortness of breath, atrial fibrillation (af), and atrial flutter. An interrogation noted undersensing of atrial beats on the right atrial (ra) lead. Additional information was received from the clinic that disclosed that patient was seen in-office after the ER visit. The patient was still in af, but the interrogation showed no sensing issue. Reprogramming was performed to change the rate. The lead remains in use with continued evaluation. No patient complications have been reported as a result of this event.